Event description:
It¿s reported that surgeon was using the crosslink closer device and the instrument broke in two pieces.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned product was inspected visually under magnification. The fracture occurred at the crossing feature on the arm with less material bulk. The manufacturing records and inventory shipping records were reviewed and no issues were found. Conclusion: it is likely that repetitive, handling, cleaning, sterilization, and use has led to the fatigue fracture of the device.

Event description:
It¿s reported that surgeon was using the crosslink closer device and the instrument broke in two pieces.